Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to use aseptic technique when handling lines and solution bags to reduce the chance of infection: when you connect yourself to the cycler. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported from the caregiver (cg) that the home patient (hp) had disconnected the transfer set from the patient line, drained out all over the floor from the transfer set, and reconnected to the patient line prior to the call. The cg stated that the hp was empty and wanted to bypass to fill. The cg bypassed to fill. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this patient and event.